Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) verified that the full height (fh) cubie drawer was not opening smoothly, and it was clicking. So, the fse checked the drawer and there the slide rails were bad, then the fse removed the back panel, then removed the drawer from station cabinet and replaced the slide rails, then put the drawer back in the station, then closed the back panel and powered on station. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.